Event description:
It was reported that an electrical reset had occurred in the implantable pulse generator (ipg) causing the device to go into back up pacing mode with pacing and sensing only in the ventricle. The patient feels a thumping sensation in his chest believed to be from the back up pacing of the device. The ipg was reprogrammed to a normal mode. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).